Manufacturer narrative:
H.6. Investigation: the complaint is unconfirmed as no photo / samples received. A device history record review was performed and showed no non-conformances associated with this issue during the production of this batch. A root cause could not be determined.

Event description:
It was reported that a broken catheter was found before us with a unspecified bd catheter . The following information was provided by the initial reporter, "it's found that catheter broken after unwrapped the package."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a broken catheter was found before us with a unspecified bd catheter . The following information was provided by the initial reporter, "it's found that catheter broken after unwrapped the package."